Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer's father reported that the infusion set was not delivering insulin. Caller reported that the customer changed the insertion site, and was still not getting insulin delivered. Caller did not have the insulin pump available, so could not troubleshoot. Blood glucose level was not provided. No further information was provided.